Event description:
Hospital reports that unit alarmed "failure to cycle" while on pt. No pt injury reported. No error codes noted; and panel locked up, unable to change parameters. Pt removed from ventilator and manually ventilated, replacement vent obtained.